Manufacturer narrative:
Eval summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no action are taken. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A doctor reported that three months after a glaucoma filtering shunt was implanted, it touched the iris. There was no harm caused by the event. The shunt remains implanted.